Event description:
The customer alleged they received questionable creatinine plus ver.2 (crep) results for two patients using c501 analyzers. Unless otherwise stated, the patient samples were serum samples. Patient one's initial crep results from a c501 analyzer (c1) was 491.7 umol/l. Patient one's initial crep results from a c501 analyzer (c2) was 465.7 umol/l. At least one of the initial crep results was reported outside the laboratory. The first patient had another sample drawn in the emergency room. The result from either c1 or c2 was 71.6 umol/l. The sample was tested on another c501 analyzer (c3) and the result was 73 umol/l. On (B)(6) 2012, the patient's first sample was retested. The repeat result from either c1 or c2 was 212.7 umol/l. The repeat result from c3 was 207.5 umol/l. On (B)(6)2012, the patient had a plasma sample tested that was drawn at the same time as the patient's first sample. The result from either c1 or c2 was 70.8 umol/l. The result from c3 was 67.7 umol/l. On (B)(6) 2012, patient two, (B)(6) man, had a sample taken and the crep result was 317 umol/l. This result was reported outside the laboratory. On (B)(6) 2012, the second patient had a new sample taken and the crep was 72 umol/l. On (B)(6)2012, the second patient's first sample was retested and the results were 151 umol/l and 160 umol/l. It is unclear if the results for patient two came from analyzer c1, c2, c3, or another analyzer. Clarification for the unclear information has been requested. The first patient was recalled to the emergency room for follow up testing, specifically an ECG and an echo. For the second patient, there was no additional follow up actions taken based on the discrepant results, and the clinic interpreted the results as a lab error. The crep reagent lot number and expiration date were not provided. The customer provided the serial number (B)(4), but it is unclear to which analyzer this serial number belongs.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occured in (B)(6). (B)(4).

Manufacturer narrative:
Three samples were returned for investigation; however it was unclear which samples were sent. The kinetics of their reactions did not show any abnormalities. A specific root cause could not be determined. Based upon information provided, a pre-analytical problem may have caused the incorrect results.